Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device has been removed from clinical use at their facility. The device will not be returned to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.